Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The im rod was slightly bent.

Manufacturer narrative:
The complaint states the im rod was slightly bent. The investigation confirmed the failure mode as reported. Upon examination with bioengineering it was confirmed the device showed signs of wear and tear and use. The root cause is attributed to wear and tear as per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.